Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right plunger case, and the bottom case were cracked, and the top case was chipped out on lower left front corner. A review of the event history log (ehl) identified check clutch plunger lever and check syringe plunger sensor. During the functional testing the reported issue was able to be duplicated. The root cause of the issue was due to normal wear and the pump was over 5 years old. Replaced lead screw and both clutch halves. Replaced left plunger case. Performed preventative maintenance and all functional testing.

Event description:
Information was received indicating that this smiths medical medfusion 4000 pump had clutch issue, barrel clamp sensor, battery bay door, bottom case, top case, power cord and exposed wires. No patient injury reported.